Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained through the right femoral artery. The 3.0 x 30mm, 90% stenosed, concentric de novo target lesion was located in the non-tortuous, severely calcified left anterior descending (lad). The physician was able to advance a non-bsc guide catheter and guidewire to the target lesion. An apex balloon catheter was used to pre dilate the lesion with 70% stenosis remaining. The 3.0 x 38mm ion monorail stent delivery system (sds) was advanced to the lesion multiple times but did not cross. The physician removed the sds from the patient and found the stent struts were lifted and bent. The physician reinserted the apex balloon and dilated the lesion again. The procedure was completed with another of the same device. There were no patient complications and the patient status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated my manufacturer: the received product consisted of a taxus element/ion mr stent delivery system (sds). There was contrast in the inflation lumen. The balloon was tightly folded with no positive pressure applied. The ninth row of stent struts were stretched and flared. Magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).